Event description:
Unsolicited communication: pt is having "no disposable pump tubing" error message and the pump was alarming. Pt switched to back-up pump and was able to resume infusion with a new cassette. Replacement pump being sent. Advised if current pump fails/alarms for pt to contact us immediately to see if we can resolve otherwise pt will have to go to hospital if no back up pump. Patient verbally understood. This was determined to be a cassette issue and not a pump issue but we are replacing the pump for patient's peace of mind. Lot number unknown. Photographs were not provided. Setflow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking info is not available. No additional info is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the reported product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; reported (B)(6) by pt/caregiver.